Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient was sent home from school because she was vomiting a lot. There were reportedly no readings and the parent changed the sensor. The new sensor showed "high." The mother/reporter gave the patient 10units of insulin. About 2 hours after the onset of vomiting, the patient began hyperventilating and an ambulance was called. The blood glucose by emergency medical services was 475 mg/dl. She was immediately brought to the hospital in diabetic ketoacidosis (dka). When they arrived in the emergency room, they gave her more insulins and some pain medication. The patient was in the intensive care unit (ICU) for 2 days and was discharged last (B)(6) 2025. She felt better during the time of the report. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - e0724 - hyperventilation.